Manufacturer narrative:
E1: initial reporter phone #: (B)(6). Investigation summary: a customer reported a mis-identification issue with their phoenix m50 instrument. The customer alleged that the m50 instrument had identified qc strains of k. Pneumoniae 700603 as k. Oxytoca, e. Coli 25922 as identified as aeromonas, and both s. Aureus 25923 and 29213 as s. Epidermidis. Additionally, a patient sample initially was initially identified as chromobacterium, but upon repeat testing was identified as pseudomonas. Bd remote services communicated with the customer to confirm that the purity plate was pure, with the customer stating that they were working from a weekly mother plate and taking isolates from second pass. Bd requested further information as well as the collection of binary files from the instrument. Three attempts were made to establish contact with the customer to collect this additional information, but the customer did not respond. This complaint is unconfirmed due to the lack of further information; if more information is received in the future, this complaint may be re-opened or a new complaint may be generated to further investigate. The root cause cannot be determined with the information provided. No parts were replaced as part of this complaint, and therefore no samples were returned, and no returned material investigation could occur. DHR review is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history review revealed no previous complaints for this issue, and no further cases have been opened at this time. Bd quality will continue to monitor for trends associated with the failure mode described in this complaint. Review of risk management files confirm there are no new or modified risks associated with this failure mode.

Event description:
It was reported while using the bd phoenix¿ m50 automated microbiology system several misidentifications of quality controls and a patient sample was initially identified as chromobacterium, but upon repeat testing was identified as pseudomonas. No health impact or consequence reported.